Event description:
The customer reports that system did not x-ray. They heard a beeping sound but there was no image on the screen. No patient injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the mini cpu and sent multiple cosmetic parts to customer for customer to install. He tested the system with several boot ups and x-ray. The system functions as intended.